Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Placeholder .

Event description:
The user facility reports during an orthopedic procedure on (b)64 )2013, the casing for 12v battery did not make a connection to the battery. A back-up device was used resulting in no delay in surgery. Procedure was completed with no further problem, no harm to the patient was reported.